Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2017. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 01/30/2017.

Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked, and flowed along the tubing and wingset of the bd vacutaine® safety-lok¿ blood collection set before placement of needle into the tube. No injury or medical intervention reported.